Event description:
Medtronic received information that during use of an eopa arterial cannula, it was reported that the white inner dilator was found to be so loose that when inserted, that the pressure of the blood pushed it out of the cannula leading to blood squirting out the cannula tip. The blood fell mainly into surgical field, no significant blood loss as the cell salvage sucker was used to clean up. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: medtronic received additional information that there was no blood loss, as any blood that fell into the surgical field was sucked up by the cell saver sucker. The customer stated that the sucked-up blood was washed and returned to the patient therefore, no blood loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The dilator appears to slide into the hemostasis cap with a fair amount of force. The hemostasis cap ID and dilator od were measured using a keyence scope. Hemostasis cap ID was measured to be 0.220 inches, the specification 06689 has the ID to be 0.225 + / - 0.005 inches. Dilator od was measured to be 0.238 inches, the specification 06819 has the od to be 0.242 + 0.002 / - 0.004 inches. Additional information b5. Medtronic received additional information that there was no blood loss as a result of the leak. There was no transfusion required. Medtronic received additional information that there was no blood loss, as any blood that fell into the surgical fiend was sucked up by the cell saver sucker- this blood is washed and returned to the patient therefore, no blood loss. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.